Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a soloist single needle electrode was used during an osteoid radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the electrode was being pushed into the bone, the needle tip bent. The procedure was completed with a leveen electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) electrode bent. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.